Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the seven bands were squeezed together and could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact date of birth was unknown; however, it was reported that the patient's month and year of birth was (B)(6) 1976. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block a2: patient's exact date of birth was unknown; however, it was reported that the patient's month and year of birth was (B)(6) 1976. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was secured into the handle slot, the ligator housing returned with six bands on it, some of them overlapped and the teeth were damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was seen that the trip wire was secured into the handle slot, the ligator housing returned with six bands on it, some of them overlapped and the teeth were damaged. It is possible that the positioning of the device or the tortuosity during the procedure affected the functionality of the handle, when attempting to deploy the bands. Additionally, it is possible that the marks on the ligator housing teeth implies that the device may have been used with too much force, in order for the teeth to become damaged, or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to become damaged and affecting the functionality of the handle when deploying the bands. It is most likely that once the bands were attempted to be released from the suture, the bend in the teeth also caused the bands to become damaged. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the seven bands were squeezed together and could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.